Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration. The implant was torqued to 25 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.